Event description:
The patient had one endeavor sprint drug eluting stent implanted on the day of the index procedure in the 2nd diagonal branch. It was reported that the patient had a bleeding event (gi bleed) approximately 6 months from the index procedure. It was reported that the patient was hospitalized and received medication. It was assessed that the bleeding event was unrelated to the study stent. Patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of the procedure (hemorrage).